Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected after being implanted for approximately 5 months and 2 weeks. Technical services (ts) visual examination noted no anomalies. A review of device memory found no faults or resets; however, intermittent low voltage measurements were observed, which caused the device to reach end of service (eos) battery status prematurely. The icm device was explanted and replaced with another icm and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this icm device had reached end of service (eos) battery status earlier than expected after being implanted for approximately 5 months and 2 weeks. Technical services (ts) was consulted and a review of device memory found no faults or resets; however, intermittent low voltage measurements were observed which caused the device to reach end of service (eos) battery status prematurely. Ts suggested device replacement. The icm device was explanted, replaced with another icm, and was returned for analysis.

Manufacturer narrative:
This supplemental 01 - updated the results of the device evaluation: this icm device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery which resulted in the battery reaching eos earlier than expected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency. This supplemental 02 - updated the additional MFR narrative (h11) of device manufacturers only tab and describe event or problem (b5) of adverse event or product problem tab.

Manufacturer narrative:
This supplemental 01 - updated the results of the device evaluation: this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A visual inspection of the device revealed no anomalies. The device was unable to complete returned-product testing due to a telemetry failure. Internal system data was retrieved, which indicated a battery system fault had occurred. An x-ray inspection of solder points showed no anomalies. The device housing was opened to expose the internal circuitry. The battery voltage was measured, and then the battery was removed from the circuit. External power was applied to the hybrid circuit, and the resulting current drain was found to be within normal expectations. The removed battery was sent for further laboratory analysis. The battery lab determined that an internal anode-to-cathode breach had occurred, which is being addressed under the associated corrective-action process. Based on the finding of the battery anode ribbon breaching to cathode. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected after being implanted for approximately 5 months and 2 weeks. Technical services (ts) visual examination noted no anomalies. A review of device memory found no faults or resets; however, intermittent low voltage measurements were observed, which caused the device to reach end of service (eos) battery status prematurely. The icm device was explanted and replaced with another icm and was returned for analysis. No additional adverse patient effects were reported.